Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a number of technical alarms had occurred indicating power failure. There was no pt harm reported. (B)(4).